Manufacturer narrative:
(B)(4). Evaluation: no sample was returned for evaluation. The sheath was available to be analyzed at the customer site. No catheter was available for analysis. The cuff of the cathgard was also retained for analysis. The proximal end of the teflon sheath was detached from the teflon sheath hub. A kink consistent with buckling was noted on the extrusion of the sheath approximately 3.0cm from the proximal end of the sheath. Buckling can occur while attempting to remove the sheath by the extrusion. The in-house clinical specialist analyzed the pictures and all available information. According to the clinical specialist, it is possible that if the patient was moving a significant amount, the increased amount of tension at the insertion site could have attributed to the sheath separation if increased force was applied to the sheath at an angle while attempting to restrain the patient. According to the clinical specialist, it is also possible that the sheath was damaged post-removal. The iab was not retained for analysis, and it is not possible to properly analyze the full extent of what occurred without all of the relevant products involved in the event. Unfortunately there were not enough details provided to come to a conclusion on the cause of the damage. See other remarks section for evaluation continuation. Other remarks: a device history record review was conducted for the lot number/serial number, and one nonconforming part was noted in the quality inspection report during manufacturing. According to the inspection report, the nonconforming part had a loose bond between the sheath and the hub. The device passed all other manufacturing specifications prior to release. Conclusion: the reported complaint of the sheath separation is confirmed by visual inspection of the device. The proximal end of the sheath was separated from the sheath hub. The root cause of the separation is undetermined. (B)(4) was previously initiated to investigate the issue. This complaint type will continue to be monitored for any developing trends.

Event description:
It has been reported via a hotline call. The (rn) registered nurse in the cath. Lab called to report an event that occurred. The (iab) intra- aortic balloon catheter was inserted on (B)(6) 2015 in the cath. Lab via the right femoral artery for stabilization and support for intervention. The procedure was successful and the pt was transferred to (ccu) cardiac care unit. Two days later, the body of the sheath became disconnected from the hub of the sheath. The pt began profusely bleeding and was taken back to the cath. Lab to remove the sheath and reinsert another iab. There were no alarms or issues with the catheter and the pump was achieving the goals of therapy. It was noted that the body of the sheath was difficulty to remove from the pt. Eventually a wire was able to be passed through and the sheath body retrieved. A second catheter was inserted, but the pt expired prior to leaving the cath. Lab. The rn reports that the death likely due to bleeding complications. The catheter was sutured in place and tubing was secured with a stat lock. The sheath was the 8fr sheath with sideport in the iab kit.

Manufacturer narrative:
(B)(4).